Event description:
It was observed that during the device evaluation, the camera head exhibited cable damage/cut cable. There was no patient involvement.

Manufacturer narrative:
The device underwent a visual inspection and functional tests to assess the device status. It was found damage/cut cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.